Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jun-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jun-2017, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-mar-18 information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that per patient the ins did not work right and is no longer active since 2013 however it is still implanted to the patient. Connect patient to neuro patient services for further assistance. On (B)(6) 2024 the patient reported the stimulator quit working and the leads moved so they have not charged or used the implant since not long after it was put in (confirmed 2013). Patient stated they are needing an MRI of the head. Agent reviewed eos and the patient was redirected to their healthcare provider (hcp) to further address. Agent emailed MRI eligibility form to patient. Agent also provided number for technical services (ts) for MRI facility to call, if needed.